Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient experienced heaviness in the chest, back pain, facial flushing and shortness of breath within 5 to 7 minutes of a taxol infusion combined with other unspecified medication. Although requested there were no other event details provided by the customer.